Event description:
It was reported that the patient presented in the hospital for normal follow up. No capture and high impedance were noted. Externalized conductors were observed via fluoroscopy between the shock coils. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form was received (B)(6).